Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings during analysis. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. Observed air voids in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.